Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose value of 54 mg/dl. Customer¿s current blood glucose level was 160 mg/dl. The customer was treating low blood glucose with food, and apple juice. Customer¿s other blood glucose level was 190 mg/dl, 217 mg/dl, 231 mg/dl, 282 mg/dl, 200 mg/dl, 183 mg/dl, 275 mg/dl, 235 mg/dl, 50 mg/dl, 73 mg/dl. The customer was offered the troubleshooting for low blood glucose. The insulin pump will not be returned for the analysis.